Event description:
It was reported that during transport the wheel mount on the bottom is broken on the cardiosave intra-aortic balloon pump (iabp) unit. It is unknown if there was a patient involvement. However, there was no adverse event reported

Manufacturer narrative:
Additional information: initial reporter full name: (B)(6), contact person phone number: (B)(6) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the hospital cart assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during transport the the cardiosave intra-aortic balloon pump (iabp) wheel mount on the bottom is broken on the unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).